Manufacturer narrative:
Correction: the battery housing was not broken off of the device; therefore, this was filed in error.

Event description:
It was reported that during testing conducted at the manufacturer facility the battery housing was broken off of the device. No delays or patient involvement was reported with this event.

Event description:
It was reported that during testing conducted at the manufacturer facility the battery housing was broken off of the device. No delays or patient involvement was reported with this event.